Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon had difficulty with the insertion itself and spent a long time handling the electrode. Due to concerns over the poor art response, the surgeon preferred to use the back-up device.

Manufacturer narrative:
Conclusion: according to the information received from the field intra-operative in situ measurements showed one channel with hi status. Device investigation revealed damage to the active electrode array likely caused by multiple insertion attempts during implantation surgery. A back-up device was implanted successfully. This is a final report.

Event description:
The surgeon had difficulty with the insertion itself and spent a long time handling the electrode. Due to concerns over the poor art response, the surgeon preferred to use the back-up device.